Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a dependent patient presented into clinic with severe chest pain and shortness of breath, perforation through the myocardium was noted. The lead was re-positioned and the patient was stable after the procedure.